Event description:
After the doctor deployed (t) first anchor, he placed his needle at the correct position for deployment of (t-2). The grey knob was pushed forward with the correct technique but the anchor did not deploy and no click confirmation was heard. Without pulling the needle out of position the grey knob was pulled back and pushed forward again without deploying t-2. Another fast fix 360 was opened and the same thing happened again. A third fast fix 360 anchor was used in the case- it worked fine. Surgeon technique was good. Because the second (t) anchor did not deploy, (t-1) anchor had to be removed and the doctor had to do a resultant menisectomy due to the extra damage.

Manufacturer narrative:
Per engineering, the returned device was provided without any implants for evaluation. To check for function, the deployment knob was actuated several times. Each time, the knob was able to move the actuator rod back and forth to the intended deployment positions and the expected click was heard each time. Based on these observations, no root cause related to the manufacture of the device is present. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for evaluation.(B)(4).